Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a severely tortuous and heavily calcified lesion in the right common femoral artery. A 7x40mm armada 35 balloon dilatation catheter (bdc) was prepared with no noted issues, and advanced to the lesion without resistance to be used for vessel dilatation; however, during the first inflation at 8 atmospheres the balloon was noted to rupture. At this point the bdc was removed and a new 8x40mm armada bdc was prepared and advanced to the lesion with no noted issues; but the balloon ruptured during the first inflation at 10 atmospheres. Therefore, the procedure was successfully completed with two non-abbott balloon catheters. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily tortuous and heavily calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.